Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested via phone on 07/11/2008, 07/17/2008, and 07/22/2008 and via fax and mail on 07/15/2008. A completed questionnaire has not been received.

Event description:
A consumer's husband reports his wife is seeing less now than she did before intraocular lens (iol) implant surgery. He reports that she now sees everything in a yellow tint as well as shadows around letters and numbers, making them blurred. Additional info has been requested.